Event description:
A user facility tech reported a pt removed ultrafiltration (uf) at a rate higher than intended on a bm14 machine. There was no pt injury or medical itnervention associated with this incident. Limited info was supplied by the user facility due to pt confidentiality.